Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a leak occurred. Following sheath insertion, blood was noted as leaking from the hemostasis valve. A new introducer was used to continue the procedure. The procedure was completed with no adverse patient consequences.